Event description:
On (B)(6) 2022, the user reported no hearing sensation with the device. A revision surgery will be considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
On may 02, 2022, the user reported no hearing sensation with the device. The user has been re-implanted on (B)(6) 2022.

Manufacturer narrative:
Conclusions: device investigation confirmed that the stimulator electronics is not working according to specifications. Based on the manufacturers experience with this kind of devices, it can be assumed that the device has failed due to loss of hermeticity at the housing braze joint. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.